Event description:
While performing preventative maintenance, it was discovered that the device failed to charge. Further clarification was provided during inspection of the device by an authorized bench technician, the unit was not recognizing the connected battery and as a result would not charge. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty connection between pca boards. Upon conclusion of the evaluation, it was determined that this was a malfunction of the connection between pca boards. The bench technician reseated the internal interconnect cable to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Event description:
While performing preventative maintenance, it was discovered that the device failed to charge. There was no patient involvement.